Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10: a vyaire field service representative (fsr) evaluated the device onsite and tested the unit. The vent was working properly and is within OEM (original equipment manufacturer) specifications. The unit was handed back to staff to be placed back in service.

Event description:
It was reported to vyaire medical that unit is not delivering tidal volume inspired (vti) on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.